Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen was broken. There was no patient involvement.

Manufacturer narrative:
The customer refused service for the device. Therefore, the root cause of the reported problem could not be determined. If parts are returned the complaint will be reopened the determination could not be made that the device failed to meet specifications. The device was not in use at the time the event occurred. The relationship of the device to the reported event could not be determined. Due to not parts returning for failure investigation, the root cause of the reported issue could not be determined.